Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(6). (510k): device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the screwdriver broke during the surgery on (B)(6) 2017. The procedure completed successfully, no surgical delay, no other medical intervention reported with a good patient outcome. There is no additional information. This report is for one (1) screwdriver shaft t25 f/urs. This is report 1 of 1 for complaint (B)(4).